Event description:
Prior to a routine device exchange procedure, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. The ra lead was left implanted and connected to the replacement device, however, the device was reprogrammed to ventricular pacing only. The patient was in stable condition.